Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the event was not confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors (septal calcium) may have contributed to the vsd 3 months post valve deployment and subsequent placement of a vds plug. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 29mm sapien 3 valve was deployed in the aortic position. Approximately three months post sapien 3 implant, a ventricular septal defect (vsd) was detected as a murmur on a routine auscultation. The vsd was repaired with a vsd plug. An angiogram performed during the tavr procedure, and a transthoracic echocardiography (tte) after vsd closure confirmed good device position and minimal ongoing leak with good sapien 3 valve function. The patient was discharged on postoperative day (pod) 2. The patient¿s outcome was reported to be good. Information regarding the native annular diameter and the degree of valvular calcification was not provided. It was perceived that a ¿very small¿ septal calcium deposit caused the vsd.